Event description:
This is an initial and final report for this device. The cordis device being submitted in this report was implanted in early 2008, as treatment of a restenotic braun stent at the mid left anterior descending (lad). The notification received for the study indicated that on four months later, the patient experienced a non-qwave mi at undetermined location. There was no evidence of stent thrombosis. The cypher stent implanted at target lesion (proximal circumflex) was patent. Per the report received, the patient was admitted with retrosternal pain and dyspnea, chronic renal insufficiency, and metabolic acidosis. Ejection fraction was 33%. Revascularization to the mid lad for 75-90% restenosis and distal lad for 80% restenosis was performed. These events were reported as unrelated to the index device.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is the second manufacturer report being submitted for this patient. Please reference manufacturer report no. 9616099-2008-00089. Additional information will be submitted within thirty days upon receipt.